Event description:
Resident was left sitting in wheelchair with belt on. Resident was found kneeling in front of wheelchair. Teeth were missing from roller on belt buckle.device not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, design - inadequate. Conclusion: device failure occurred and was related to event, device failure directly caused event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.